Event description:
As reported by the field clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure the 22fr retroflex 3 introducer sheath was inserted into the superficial femoral artery instead of the common femoral resulting in a major vessel tear. A bypass was performed to repair the vessel. Per report the patient was stable following the procedure.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The minimum luminal diameter required for the 22fr rf3 sheath is 7mm. In this case, procedural factors appear to have contributed to the event. The planned access vessel was of adequate size for the 22fr sheath (8.0mm in diameter), and the vessel was only mildly calcified and tortuous, however, as reported, the sheath was inadvertently inserted in the incorrect vessel. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.